Manufacturer narrative:
Concomitant medical products: 502ag29 valve, implanted: (B)(6) 2007; w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low and variable impedance was identified on both right atrial (ra) lead and right ventricular (rv) lead. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead impedance warnings were alerted and short v-v intervals and noise were also noted on the current and stored electrograms (egm) on the rv lead. Noise was noted on the right atrial (ra) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead will be replaced. However, due to the patients chronic atrial fibrillation (af) the ra lead will not be replaced. The patient is scheduled for an upgrade to a biventricular device.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.